Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose running from 400 mg/dl to 500 mg/dl. It was also reported that the insulin pump had depleted battery life. It was reported that the insulin pump had power error alarm and power loss alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, replace battery alarm, replace battery now alarm, power loss alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.